Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient lost stimulation. The patient stated that her programmer displayed a battery low message. She also reported that she had not charged her ipg in over a year. No further information is available at this time. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.